Event description:
It was reported that high atrial lead impedance measurements were observed and the physician suspected that the atrial lead was not properly screwed into the pulse generator header. The device was reprogrammed. The patient was in good condition.

Manufacturer narrative:
(B)(4).